Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -12.50 diopter, within the same surgery due to the lens tore during delivery into the patient's right eye (od). There was no patient injury. The surgeon did not implant another icl lens. The cause of the event was due to user error. The patient is doing well.

Manufacturer narrative:
D9 - device available for evaluation: 08-july-2020 corrected to 28-july-2020. Claim # (B)(4).